Event description:
Information received from the field notes that during a routine follow-up, >2500 ohms impedance and no capture was observed in the bipolar configuration. Unipolar impedance was 442 ohms with normal capture. Although intermittent loss of sensing at 2.0 mv was noted, the sensitivity was programmed to 1.0 mv and the device was left in the unipolar configuration. The patient was in restraints due to seizures which may have damaged the lead.